Event description:
Note: this report pertains to one of three devices that reportedly malfunctioned during the same procedure. Refer to associated MFR report# 3005099803-2009-01289, and 3005099803-2009-01290. It was reported to boston scientific corporation on february 19, 2009, that three autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, during the procedure, it was noted the tips of three sphincterotomes were frayed at the tip. It is unknown if the procedure was completed. No info was provided regarding pt complications or condition. To date, attempts to obtain additional details regarding the circumstances surrounding this event and pt condition have been unsuccessful. Should additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number provided by the end user could not be confirmed; therefore, the device manufacture date and exp date cannot be determined. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.